Event description:
Information was received indicating that a nurse confirmed that a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) the cuff inflated without a problem at a pre-use check. However, the reporter indicated that when inserting the product into the patient, the customer noticed the cuff did not inflate. No patient consequences were reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device cuff was found to have damage on its surface and functional testing showed the cuff leaked. Four samples were selected from production and operator cut small tear into the cuff area. During leak testing the devices from production had a leak test result similar to the returned samples. The reported issue was confirmed; the issue was determined likely caused by damage occurring after manufacturing.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device cuff was found to have damage on its surface and functional testing showed the cuff leaked. Four samples were selected from production and operator cut small tear into the cuff area. During leak testing the devices from production had a leak test result similar to the returned samples. The reported issue was confirmed; the issue was determined likely caused by damage occurring after manufacturing.